Event description:
One of the lens haptic was found missing upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was received positioned incorrectly in the open carrier with visible dried solution on the lens optic. The lens was returned with both haptics, one of them was found broken. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.